Manufacturer narrative:
(B)(4). The insulin pump was received with missing retainer and missing reservoir tube o-ring. Pump passed the rewind test, prime/seating test, basic occlusion test, force sensor test, self test, sleep current measurement, and active current measurement however, unable to perform the displacement test and occlusion test due to missing retainer. Detail trace analysis confirmed power error alarm was triggered when backup battery loaded voltage (loaded v lith) was less than 3.5 v for 4 consecutive hours due to connector resistance at j6 /pcb 1. After disconnecting and reconnecting the internal battery connector on j6 /pcb 1, the pump was monitored and functioned properly. Pump was also received with scratched case, cracked select button keypad overlay, pillowing keypad overlay, and minor scratched lcd window. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that, the customer received with power error detected alarm within 4 hours. The blood glucose was 78 mg/dl at the time of the incident. The insulin pump will be returned for analysis.